Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) when the bed was moved unit was hit and damaged by customer. There was no patient harm.

Manufacturer narrative:
Updated field- b4, b5, d8, d9, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, health effect ¿ impact codes, component codes , investigation conclusions). A getinge field service engineer (fse) evaluated the unit and replaced display bracket frame (0406-00-0910) upper bracket frame (0406-00-0894), display left hinge (0105-00-0138-01), right display hinge (0105-00-0138-02), upper hinge cover (0380-00-0561) and safety disk drive side (0202-00-0140) as it exceeded 6,000,000 cycles. Inspection was performed based on the service manual and the result were good.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use by patient, when the bed was moved, the display of the cardiosave intra-aortic balloon pump (iabp) unit was hit and damaged.